Event description:
The customer reported that the cuff of the tracheostomy tube broke and that there were no ill-effects to pt. The customer did not report if any intervention was required or performed.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.